Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floortherapy. It was reported by a family member that they were trying to contact a manufacturer¿s rep in (B)(4) because the implant is not working correctly because they think the leads are in the wrong spot because the patient has the device for her bladder, but it is stimulating the bowel area more. Caller was not aware of when this started, maybe about three months ago. Caller did not specify which ins/lead(s) weren¿t working correctly. Caller mentioned the patient has an issue with their nerve endings. Nerve endings, for that reason the implants have worked very well. The role of the reps was reviewed and caller provided with the phone number for their doctor to contact a rep. No further complications were reported or are anticipated.